Event description:
The pt reported receiving an e6 (mechanical) error on her infusion device resulting in elevated blood glucose of 330 m/gdl. She inserted a new battery and the infusion device did not function properly. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplement report.